Event description:
It was reported that the external pulse generator (epg) had intermittent output during open heart surgery on a pacer dependent patient. The led indicator did not show any battery problem. A new epg was used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.